Manufacturer narrative:
Manufacturer's report date: 01/07/2015. (B)(4). The customer complaint could not be confirmed because the affected product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking at the connection between the maxplus connector and the cadd infusion pump tubing over the past 6-8 weeks at the outpatient oncology clinic. No patient harm or medical intervention was reported. No further patient/event information was provided.